Manufacturer narrative:
The 3-spike disposable set was discarded at the hospital and was therefore not available for investigation. Photographs provided by the user facility appear to indicate evidence of a leak at the lower part of the heat exchanger as reported; however, without evaluating the set a root cause of the leak cannot be determined. The library/retain sample for this lot was inspected and no defects were observed. The manufacturing batch records for this lot were also reviewed and no related anomalies were identified. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of past complaints indicates no other reports related to this lot number. It was reported that the disposable set was replaced and the procedure was completed without issue; there was no injury to the patient. We will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's distributor received a complaint from the user facility involving a 3-spike disposable set and reported the following: "after discovering that blood was leaking, the user opened the cover and saw blood at the lower part of the heat exchanger. The consumables contained blood and were discarded on site. After that, the entire set was replaced and used, and it was finished normally."